Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm after the priming process while changing the reservoir. The customer's blood glucose was 190 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.